Event description:
Customer reported blood glucose results of 49 mg/dl and 382 mg/dl within 10 minutes on the compact system. Customer reported no symptoms, did not treat or act on results. A request was made for the return of the system, replacement was sent.

Event description:
The customer observed several measurements with an additional read spike and indicated an increase in error code 1007, unable to process test, activated read failure, on the architect i2000ksr analyzer. The customer believes the issue is with the reaction vessels. No impact to patient management was reported.

Event description:
Customer reported that false negative reactions were observed with a patient sample that resulted as type o in the forward grouping but resulted as type a in the reverse grouping. Testing was repeated with the same results. Per internal policy, the sample was sent to the reference lab for confirmation using tube method. The reference lab reported the sample to be group o, with no issues. Daily qc was acceptable. All listed products have been stored as per package inserts and appear normal before use. All other samples tested have resulted without issue.

Manufacturer narrative:
(B)(4). Upon further review, the customer issue is associated with remedial action reporting number 1415939-2/27/09-003-r, as the lot of the suspect reaction vessel was in use at the customer facility. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
Ous MDR - it was reported that the pt complained about syncope. Pacing pauses were seen. The pacemaker system was then exchanged as a precaution. An event date of (B) (6) 2009 was given. No explant date was provided. Setrox s 60, (B) (6), MDR 1028232-2009-01660.

Manufacturer narrative:
(B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The previous investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The previous investigation also identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. The latest investigation identified additional variables within the suppliers molding manufacturing process. Abbott has implemented more stringent static charge sampling and testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.

Manufacturer narrative:
(B)(4). Evaluation: the investigation unit has evaluated this customer complaint and has determined that it is not associated with remedial action reporting number 1415939-2/27/09-003-r and is therefore unassigned. This is the final report.